Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "4.3mmol/l" compared to "7.0mmol/l" on another meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.